Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that, during a therapy upgrade procedure on the device, right ventricular (rv) lead was explanted due to a product performance issue. In the replacement procedure, this lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported outside the revision procedure. Additional information was provided that this rv lead had difficulties to convert the patient on ventricular fibrillation (vf) episodes and the physician decided to be replaced this lead. No adverse patient effects were reported. This product has not been returned.

Event description:
It was reported that, during a therapy upgrade procedure on the device, right ventricular (rv) lead was explanted due to a product performance issue. In the replacement procedure, this lead was successfully explanted and replaced with a new lead. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.